Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however the fse confirmed error 62 and 57 in the iabp's fault log. The fse replaced the purge valve and the system test was conducted, and the test result was normal. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check there was insufficient helium on the cs100 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during a routine check there was insufficient helium on the cs100 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.